Event description:
The pt had a totally occluded lesion in the proximal to mid left anterior descending branch. The lesion was a de novo and heavily calcified. The lesion was pre-dilated with a balloon and then a 2.5 x 28mm cypher was delivered to the lesion. While inflating the cypher, the pressure would not increase more than 8atm. Therefore, the cypher was retrieved from the pt and the physician confirmed the contrast medium leaking from around the connection between the proximal end of the balloon and the shaft. Since the stent was under-dilated, in order to complete the implant, post-dilation was conducted with a 3.5 x 10mm balloon catheter and the procedure was finished successfully. There was no pt injury reported.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.